Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was lately waking up with low blood glucose levels. He treated his low blood glucose level with orange juice and candy bars. His blood glucose level was running from 50 mg/dl to around 60 mg/dl. He went to the hospital either on (B)(6) 2015. When the customer was in the hospital, he was not using the insulin pump. The displacement test passed. The device was not returned.